Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the unspecified bd¿ pen needle was damaged and wouldn't connect well with the injection pen cap. The following information was provided by the initial reporter, translated from (B)(6) to english: "when connecting the needle with the injection pen for the patient, it was found that the needle was not connected smoothly with the injection pen cap. After repeated failures in connection, a new needle was replaced and successfully connected again."